Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04666.

Event description:
It was reported the patient underwent a left tha. Subsequently, the patient was revised approximately 16 years later due to metal on metal. It was noted the head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.